Manufacturer narrative:
Analysis of the reported device is in progress. A supplemental report will be submitted when the device analysis is completed. (B)(4).

Event description:
The coronary orbital atherectomy device (oad) was operated for two treatment passes in a 99% stenosed, extremely tortuous lesion in the proximal circumflex. The oad was observed to jump forward during treatment. The coronary viperwire guide wire pulled back at the same time, resulting in the tip of the wire becoming detached. No attempts were made to retrieve the wire fragment. A surgical consult was obtained and it was determined that leaving the fragment in vivo would not be detrimental to the patient. The patient remained stable throughout the procedure.

Manufacturer narrative:
The reported guide wire was received for analysis and was confirmed to be fractured. Scanning electron microscopy was performed and revealed signs of fatigue resulting from high cyclical stress levels. Surface damage was also noted near the fracture site. The reported event details provide evidence that indicate the oad made contact with the guide wire spring tip, causing the fracture. It is hypothesized that the root cause of the fractured guide wire is user error as analysis of the wire is consistent with the oad driveshaft contacting or spinning into the guide wire spring tip, resulting in a fracture. The instructions for use for the oas system state: "do not come within 5 mm of the proximal end of the viperwire guide wire spring tip with the distal end of the oad drive shaft. If the distance between the shaft tip and the viperwire guide wire spring tip is insufficient, the shaft tip may contact the guide wire spring tip and result in dislodging the guide wire spring tip. Use fluoroscopy to monitor movement of the shaft tip in relation to the viperwire guide wire spring tip." The material inspection report for this guide wire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements prior to distribution. Csi ID: (B)(4).